Event description:
While cnas were atending a facility resident with a whirlpool bath, safety device released and resident fell to floor. Resident subsequently died. Upon further investigation on 3/26/96, it was discovered that grommets were missing and bath belt buckles had what appeared to be stress fractures.